Manufacturer narrative:
The intraocular lens (iol) was received and inspected under 10x magnification. The returned device displays contamination of the optic and one distorted haptic. We are unable to determine the origin of the damage, however our observation reasonably suggests it is not manufacturing related. The iol met all manufacturing specifications prior to release.

Event description:
During routine cataract surgery with intraocular lens implantation (iol), the patient's posterior capsule tore. A vitrectomy was performed and an anterior chamber iol implanted.